Event description:
A caller reported experiencing a cgm error 42 related to their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, which resolved the issue, allowing the caller to successfully start their sensor session without repeating the error code.